Event description:
It was reported that the patients leads were fractured which resulted to high impedances and inadequate stimulation. The patient will undergo a lead revision procedure. Additional information was received that the patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred last year 2020.

Event description:
It was reported that the patient's leads were fractured which resulted to high impedances and inadequate stimulation. The patient will undergo a lead revision procedure.